Manufacturer narrative:
It was reported that the patient has required multiple procedures to clean up scar tissue in their knee. Revision surgery is planned to clear more scar tissue and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has required multiple procedures to clean up scar tissue in their knee. Revision surgery is planned to clear more scar tissue and exchange the poly inserts.